Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a tka cori assisted surgery the burr of one (1) real intelligence robotic drill did not spin because it was not properly held by the handpiece. The procedure was resumed, after a non-significant delay, with a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, rob10013, (B)(6), used in surgery was retuned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed, and the reported scenario was confirmed. A kpc test was performed. During the burr loading stage, it was found that the burr could not be installed at all. The drill was opened for further investigation. The exposure motor was tested and passed. The motors and carriage were removed. An attempt was made to load the burr manually by using tweezers to press down the collet bushing and insert the burr, but the burr only went in halfway. The collet bushing was removed, and it was found that the threaded collet and spline shaft had space and could be slightly moved up and downwards. The retaining nut was inspected and found to be fastened according to specifications. Upon inspecting the bearings and spline shaft, it was discovered that the front bearing was installed incorrectly, causing the outside of the top bearing to be pushed upwards and creating a gap. The bearings were replaced and installed correctly. The carriage was reassembled, and the burr could be loaded manually. The drill was reassembled, and a kpc test was performed. The burr could be fully inserted and locked. A kpc test was performed again and passed. A test case was conducted and completed without any failures. The most likely cause for the reported scenario is a broken bearing which was caused by a gap inside between the threaded collet and slip shaft due to an assembly error during maintenance. A review of the assembly procedure confirmed steps to ensure assembly of bearing onto collet shaft with shielded side facing toward the threaded end of the shaft. A review of manufacturing and service records indicates the device met all specifications upon release into distribution. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial was performed and no similar complaints were identified. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.